Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the exact cause for the events cannot be confirmed, although it appears that patient (severe aortic stenosis, high risk surgical population) and procedural factors (extended pacing run) may have caused or contributed to the intraoperative hypotension leading to lv ischemia, bradycardia and resulting hypoperfusion to the brain. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards clinical specialist (fcs) that during the transapical tavr procedure, during the bav and immediately following balloon deflation, the patient became hypotensive. Per report, prior to the rapid pacing run, the patient¿s blood pressure (bp) had been approximately 110 systolic. After a 40 second pacing run and bav, the patient¿s bp dropped to approximately 50 systolic. Pressors were administered by anesthesia without much improvement in the blood pressure. The patient also became bradycardic and the pacemaker was turned on at a rate of 80bpm, but there was no elevation in the bp. The decision was then made to put the patient on cardiopulmonary bypass (cpb). There was very limited systemic perfusion in the time it took to place cannulas and initiate cpb. The decision was made not to perform chest compressions or cardiac massage. It was observed on tee that the lv was extremely hypertrophic and appeared stunned, possibly from the extended pacing run. The case was continued while on pump and the valve was able to be deployed without incident. The patient remained on pump for approximately 30 minutes to rest the left ventricle (lv) and then the cpb was then able to be discontinued, the lv sheath was removed and the ventricle was closed. A post procedure echocardiogram (tee) showed the lv seemed to be returning to normal function. On pod2, the patient was noted to be hemodynamically stable with a normal lv function. However, it was reported that the patient was not waking up. The plan was to continue to observe the patient and then perform an eeg. After the case the physician, the proctor and the fcs had an opportunity to discuss the perceived root cause of the event. Per report, the pacing run caused the lv to become ischemic. Additional information provided by the fcs (on (B)(6) 2013), indicated that the patient had showed lack of brain activity on eeg. The tavr team doctors were talking with the family about withdrawing care. On (B)(6) 2013 the clinical specialist indicated that she had been informed by the valve clinic coordinator that the patient had passed away on (B)(6) 2013. Per report, the patient had moderate septal hypertrophy, the patient¿s aortic valve was moderately calcified, the patient¿s aortic root was mildly calcified, the ejection fraction was 50%, there was mild mitral annular calcification (mac), the sinotubular junction (stj) measured 26mm and the sinus of valsavla (sov) measured 30mm.

Manufacturer narrative:
Additional information provided by the clinical specialist (cs) indicated that the official cause of death was listed as anoxic brain injury.